Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during daily check, the cardiosave intra-aortic balloon pump (iabp) safety disk replacement due. There was no patient involvement.

Manufacturer narrative:
This report is being cancelled as it is not a valid complaint. It was created in error, and it is for a routine safety disk replacement. There was no malfunction with the unit.

Event description:
This report is being cancelled as it is not a valid complaint. It was created in error, and it is for a routine safety disk replacement. There was no malfunction with the unit.